Manufacturer narrative:
As part of the investigation, the technical assistance group informed the sales representative that the reported error message was indicating that the internal buffer was not connected and that the user facility will have to send the video system unit in for repairs. To date, the video system unit was not returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The sales representative was informed that the video system unit displayed an error code, e209. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide correction and additional information to MDR# 8010047-2020-02195. The original equipment manufacturer (OEM) was unable to perform a device history record review as no serial number was unknown. An investigation was completed by the OEM. The OEM noted the e209 is an error of the internal buffer, and there is a possibility that parts related to the internal buffer were accidentally failing. Additionally, after further review, the OEM determined that the e209 error is a non-reportable malfunction.